Event description:
The report received from the affiliate indicated that the patient was included in a clinical pms study. The report indicated that during the procedure, while post-dilating the precise 10 x 40mm stent with an amiia 5 x 30 mm balloon at 10 atm, the patient developed a stroke. An angioguard 5 mm embolic protection device was in place. The stroke was characterized by paralysis of the left side. Edaravone was administered. An MRI post-procedure confirmed a cerebral infarction of the ipsilateral side. According to the physician, the angioguard filter basket was unable to catch the debris properly which led to the stroke. The patient's act was reported to be 327/sec. The event was reported to not be related to the patient's anticoagulation. The patient received rehabilitation after the event and his condition was reported to be much improved. The patient was discharged the day after the procedure.

Manufacturer narrative:
The indication for the elective procedure was a previous stroke and the patient was symptomatic. The target lesion was the right internal carotid artery (rica). The lesion was reported to be: an 80% stenosis, not calcified or tortuous, 1.7 mm vessel diameter, and 20 mm in length. The lesion was pre-dilated with a st. Jude submarine 3.5 mm balloon at 10 atm. The precise 10 x 40 mm stent was deployed without any reported problem. There was no reported problem with the angioguard 5mm embolic protection device or the amiia balloon catheter. The precise stent was post-dilated as pert of the physician's routine protocol. Debris was noted to be present when the angioguard device was removed from the patient. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Zero (0) units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. This is one of three products used during the same procedure. Please reference MFR. Report# 9610978-2009-00120 and #1016427-2009-00123.